Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening on posterior, wear abrasion, crease fold. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identify a striated edge opening on anterior. Based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage.

Event description:
Health care professional reported right side capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. Baker grade unknown.

Event description:
Health care professional reported right side capsular contracture, baker grade unknown. The device remains implanted.